Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the rep was currently with the patient and/or the healthcare provider (hcp), so further troubleshooting could be done. It was reported that they were seeing impedances with possible shorts to avoid on 4, 5, 13 and 14. The rep asked why they were seeing this. Technical services reviewed information regarding shorts. It was reviewed that they must go into each electrode and see what it was that was shorting them. The following was reported: 4 and 13 180ohms 4 and 14 14 and 5 180 13 and 4 180 it was reviewed to avoid those pairs. Technical services attempted to ask additional questions and the rep stated there was already a report for this patient. No medical symptoms were reported. The event date was not asked. No symptoms were reported. No further complications were reported/anticipated.